Event description:
It was reported that a pt underwent a hammock sling procedure in 2008. During the procedure, the white fleece/mesh end came apart and was hanging by a thread as the surgeon was attempting to release the inserter. The surgeon removed the device and successfully inserted a second hammock sling with no adverse pt consequences.

Manufacturer narrative:
Fleece/mesh end delamination - conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.